Event description:
During a technical service evaluation of the astral device the diagnostic logs were evaluated. An unexpected device restart was detected in the log entries during the evaluation. There was no patient injury reported as a result of this incident.